Manufacturer narrative:
Device not returned

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was 400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.